Event description:
The suture was used during a nephrectomy procedure. Reportedly, the suture broke. The surgeon applies another suture to complete the procedure. The hospital has reported no patient injury.